Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during intraocular lens implantation surgery, the lens optic was broken. Subsequently the lens was removed from the patient¿s eye and replaced with a new one. Additional information has been requested but no information is available at the time of this report.